Event description:
Initial hcg result 1.85 miu/ml. Same sample repeated gave result of 4436 miu/ml. Initial result was reported, patient not adversely affected. The field service representative was unable to determine a cause for the discrepancy.